Event description:
On (B)(6) 2012, customer reported that the probe of the act diff 2 leaked blood onto the top of each vial after being run in the closed vial station. The volume of the leak is unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak came from the probe when startup was run. Fse noted that the cause of the leak was due to incomplete probe wipe evacuation as a result of residual build-up. Fse noted that this created vacuum obstruction. Fse bleached and replaced tubing associated with the probe wipe vacuum. This resolved the issue and there was no evidence of any further leaking.

Manufacturer narrative:
(B)(4).